Manufacturer narrative:
(B)(4). A thorough analysis on the product could not be performed because it was not returned for investigation. Without the product to examine, no determination can be made as to the contributing factors that caused the reported discrepancy. Failure to advance the knot can be caused by a number of factors including, but not limited to manufacturing or excessive force applied to the suture while attempting to create a longer suture end during knot advancement steps. To ensure this type of experience is not a result of a potential product related deficiency a quality control audit of devices is performed. In addition, a sampling of finished devices are tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown and the device was not returned. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral artery after an interventional procedure (stent placement in the superficial femoral artery). Reportedly, after all the steps were completed the knot was advanced, but a knot lock occurred and pulstile blood flow was noted. The physician again tried to advance the knot but pulstile blood flow continued. The device was removed and hemostasis was achieved using manual arterial compression. There was no clinically significant delay in procedure or treatment. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. Though requested, no additional information was provided.